Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a follow-up medwatch will be filed. (B)(4) .

Event description:
It was initially reported by the eye care professional that the pt experienced a corneal ulcer following contact lens use. The eye care professional stated the issue has resolved. Additional info received on (B)(6) 2010, by the eye care professional stated that during follow-up examination on (B)(6) 2010, the issue had resolved and the pt has returned to successful contact lens usage. The pt experienced severe pain. Additional info received on (B)(6) 2010, stated that the event occurred on (B)(6) 2010, in the pt's right eye. The pt experienced one central infiltrate and two peripheral infiltrates. The pt was diagnosed with a corneal ulcer in the right eye and treated with besivance and vancomycin alternate every hour.